Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, after eight times loading the reload, the device did not work and the stapler was not able to fire. They used another handle in order to complete the case. There was no patient injury.